Manufacturer narrative:
(B)(4). Event date: month/year valid. Implant date: month/year valid.

Event description:
It was reported by a physician that a patient that had 4 endeavor zes stents implanted. Approximately 3-4 weeks later the patient developed a severe skin rash and eosinophilia . One year post implant the rash and eosinophilia was not resolved. Possible allergic reaction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.